Event description:
The following was reported to hamilton medical ag: device alarmed with tf 8912 during ventilation. According to manual, it indicated's that the pressure for cuff pressure controller is low, but results of sw test 17 was normal. We completed all other sw tests and results were fine, tf was not reproductible. We also noticed a tf 2614 was recorded in log files (B)(6) 2024 10:09:16) (but not shown on screen) when we started up the machine for checking. No health consequences or impact.

Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only field d4 was updated with full UDI information. Updated fields.

Event description:
The following was reported to hamiton medical ag: device alarmed with tf 8912 during ventilation. According to manual, it indicateds that the pressure for cuff pressure controller is low, but results of sw test 17 was normal. We completed all other sw tests and results were fine, tf was not reproductible. We also noticed a tf 2614 was recorded in log files (B)(6) 2024 10:09:16) (but not shown on screen) when we started up the machine for checking. No health consequences or impact.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(6).